Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements were high and out of range when it comes to this device. The lead was a competitor lead. Technical support was requested. No adverse patient effects were reported. Boston scientific technical services (ts) noted that based on the data provide the shock lead could be compromised. A lead revision was discussed. Noise was also noted on the electrocardiogram which was non physiologic. Also sensing was noted to have changed from time to time. Ts noted that based on these points, shock lead would be compromised - and shock therapy may be compromised due to the lead problem. Additional information noted that a competitor lead repositioning procedure was planned as a lead fracture was suspected. No further information obtained. Additional information noted that a competitor lead repositioning procedure was planned as a lead fracture was suspected. No further information obtained. Additional information noted that a follow up took place and the shock values continued to be out of range thus the competitor lead was repositioned. On x-ray it was possible to see a lead fracture. In addition it was noted that the pace impedance measurements were out of range in the right ventricular coil to right ventricular tip configuration. The lead was explanted. During the explant it was not possible to retract the helix thus a laser was used to explant this lead. During the procedure the right atrial lead dislodged thus it was also explanted. New leads were connected to the existing device and values appeared normal. No additional adverse patient effects were reported.